Manufacturer narrative:
(B)(6). No product returned for evaluation. Evaluation was not possible, as the device is not being returned. Review of the device history records could not be performed as the lot number was not provided. Due to this fact we are unable to determine what may have caused the user to experience the reported incident. No further investigation is warranted at this time. In the event the samples are returned for evaluation the complaint will be reopened for additional investigation.

Event description:
It was reported that during a hip arthroscopy with labral repair, the surgeon observed that the suture manipulator was significantly bulkier than the previous suture manipulators that he has used. It was reported that it did appear to be low profile at all. It was reported that the tip of the device was the part the surgeon felt was bulkier. It was confirmed that there did not appear to be any damage to the device. It was reported that the subject device had been used approximately ten times previously. The surgeon had to open up the labrum more than he normally does to pass the suture because the instrument is too bulky. Patient was reported to be okay post-procedure. The surgeon elected to adapt the technique to accommodate the dimensions of the instrument.